Event description:
Same case as MDR ID# 2134265-2013-02974. It was reported that during an angioplasty procedure, a catheter became stuck to a guide wire. Vascular access was gained via the right radial artery. The 100% stenosed totally occluded lesion was located in the third portion of the coronary artery. A pt graphix guide wire crossed the lesion then a 3.0x24mm liberte stent encountered resistance while being advanced and became stuck. The liberte stent delivery system and the pt graphix guide wire were removed as one unit. No patient complications were reported and the procedure was completed with a different device. The patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination of the returned device found that the hypotube was kinked at 53.2cm distal to the strain relief. There was no visual damage noted with the tip and wire lumen. A 0.014inch size guidewire was inserted through the tip and wire lumen with no resistance noted. An examination of the crimped stent identified no issues with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).